Event description:
Reporter stated that patient measured blood glucose, using the suspect device, and obtained a result of 352 mg/dl. At the time the result was obtained, patient was reportedly exhibiting symptoms of hypoglycemia. Reporter stated that emergency medical services were summoned and upon their arrival, 20 minutes later, patients blood glucose measured 57 mg/dl on paramedics' device. Reporter indicated that patient was transported to the hospital; however, he was unable to provide any details of subsequent diagnosis or treatment. Reporter did not indicated if quality control testing had been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.